Manufacturer narrative:
The field service engineer (fse) observed the syringe assembly for the hemoglobin lyse was cracked. The crack caused a vacuum which pulled the hemoglobin lyse fluid from the bottle and through the syringe assembly. The fse replaced the syringe assembly for the hemoglobin lyse and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. (B)(4).

Event description:
The customer reported approximately one half of the reagent bottle's fluid leaked outside from the left side of the instrument, from the syringe, involving the coulter act 5diff autoloader (al). The operator was wearing gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The laboratory has an exposure control plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.